Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed and found to have an input disk dislodged. Input disk #3 was found completely detached from the base of the housing. The input disk controls the end-of-life indicator. Other backend components adjacent to the broken inputs do not show damage. The retaining ring was dislodged. It was found attached to the magnet inside the housing. The complaint was confirmed by failure analysis. The probable root cause of the failure mode dislodged instrument input disks is attributed to the use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or polyether ether ketone (peek) material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The probable root cause of dislodged retaining ring is attributed to broken input.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument's marked piece was not attached. No fragments fell into the patient. The procedure was completed with no reported injury.